Event description:
It was reported that the patient was being revised on the right hip for unknown reasons.

Manufacturer narrative:
Other devices noted in this report are an unknown 36 +5 head and an unknown 36 f 0 degree liner. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital retained devices.